Manufacturer narrative:
A ge service rep performed an onsite investigation, and replaced the orbital motion of the drive. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's motorized orbital motion would not work. No pt injury was reported.